Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in-clinic upon interrogation, examination of an earlier transmission revealed lead noise on the high voltage channel. Upon performing a chest x-ray, the right ventricular (rv) lead was found to have externalized conductors. The rv lead was capped and replaced on (B)(6) 2021. No adverse consequences to the patient were reported.